Manufacturer narrative:
G4: 01-apr-2020. B4: 02-apr-2020. The customer reported that the unit was in use on a patient at the time of the reported event; however, there was no patient harm. Due to the limited information that was provided, provision of medical intervention to prevent/preclude harm could not be confirmed, and therefore, has not been ruled out. This event has been assessed via clinical risk review with the assumption that medical intervention was required, and therefore, shall be reported as serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27jun2020 b4: (B)(6) 2020. This complaint has been re-assessed. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm; and there was no report of medical intervention being required as a result of this event. Based on this information, the type of reported event has been updated to non-adverse event. The replaced touchscreen was returned for failure analysis. The touchscreen was tested and no failures were identified. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the customer reported that replacing the touchscreen resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
The customer reported an unresponsive touchscreen. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The customer requested the part information to replace the touchscreen.